Manufacturer narrative:
To date, limited information has been provided. Based on the limited information available at this time, we are unable to determine to what extent, if any, the bard device may have caused or contributed to the events as alleged. Hematoma is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the IFU as a possible complication. If additional information is obtained, a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
It is alleged by the patients attorney that on (B)(6) 2010, the patient underwent surgery for repair of an incisional hernia. As reported, a bard/davol composix e/x hernia patch mesh, reference number 0123460 was implanted to repair the hernia defect. It is alleged that on (B)(6) 2010, the patient underwent an additional surgery for an abdominal wall hematoma and abscess. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective composix e/x hernia patch.

Event description:
It is alleged by the patients attorney that on (B)(6) 2010, the patient underwent surgery for repair of an incisional hernia. As reported, a bard/davol composix e/x hernia patch mesh, reference number (B)(4) was implanted to repair the hernia defect. It is alleged that on (B)(6) 2010, the patient underwent an additional surgery for an abdominal wall hematoma and abscess. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective composix e/x hernia patch. Addendum per additional information provided: on (B)(6) 2010 - patient was diagnosed with incisional hernia thereby underwent open repair with the implant of composix e/x mesh. Per operative notes, ¿multiple hernias were identified in the midline. There were all dissected to the fascia and one large defect was created. A piece of composix e/x mesh was placed and sutured to the fascia.¿ on (B)(6) 2010 - patient was diagnosed with abdominal wall hematoma and abscess thereby underwent evacuation of hematoma, incision and drainage of abscess. Per operative notes, ¿abscess cavity and hematoma were found to be extensive between the subcutaneous fat and the underlying mesh. The hematoma was completely evacuated, and the abscess cavity was completely drained. The necrotic subcutaneous fat was debrided.¿ on (B)(6) 2010 - patient was diagnosed with infected mesh thereby underwent open repair with the removal of mesh. Per operative notes, ¿the scar was dissected off. Around the rim of the pocket, a piece of composix e/x mesh was not well adhered to the abdominal wall. Once entered into the abdominal cavity, the mesh was gradually detached from the fascial edge in conjunction with performing adhesiolysis around the edge of the mesh to free it from the underlying abdominal viscera. The extensive adhesiolysis was performed and the mesh was removed. A biological mesh was placed in retrorectus space and then tacked in place with sutures.¿ attorney alleges that the patient had abscess, infections, pain and emotional injuries. It was also alleged that the patient underwent removal of mesh and hematoma drainage.

Manufacturer narrative:
To date, limited information has been provided. Based on the limited information available at this time, we are unable to determine to what extent, if any, the bard device may have caused or contributed to the events as alleged. Hematoma is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the IFU as a possible complication. If additional information is obtained, a supplemental MDR will be submitted. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per the medical records review, about 4 months post implant of composix e/x mesh, patient was diagnosed with abscess, hematoma, adhesions, infections, scar tissue thereby underwent repair with mesh removal. The adverse reaction section of the instructions-for-use (IFU) lists adhesions, seroma, infection as possible complications. In regards to the infection, the warnings section of the IFU states: "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the prosthesis. An unresolved infection may require removal of the prosthesis." There was no lot number included in the medical records provided; therefore a review of the manufacturing records could not be conducted. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Manufacturer narrative:
To date, limited information has been provided. Based on the limited information available at this time, we are unable to determine to what extent, if any, the bard device may have caused or contributed to the events as alleged. Hematoma is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the IFU as a possible complication. If additional information is obtained, a supplemental MDR will be submitted. Addendum #1: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per the medical records review, about 4 months post implant of composix e/x mesh, patient was diagnosed with abscess, hematoma, adhesions, infections, scar tissue thereby underwent repair with mesh removal. The adverse reaction section of the instructions-for-use (IFU) lists adhesions, seroma, infection as possible complications. In regards to the infection, the warnings section of the IFU states: "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the prosthesis. An unresolved infection may require removal of the prosthesis." There was no lot number included in the medical records provided; therefore a review of the manufacturing records could not be conducted. Addendum #2: h11: this supplemental emdr is submitted to document the UDI no. Which was inadvertently missed to capture in previous supplemental emdr. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
It is alleged by the patients attorney that on (B)(6) 2010, the patient underwent surgery for repair of an incisional hernia. As reported, a bard/davol composix e/x hernia patch mesh, reference number (B)(4) was implanted to repair the hernia defect. It is alleged that on (B)(6) 2010, the patient underwent an additional surgery for an abdominal wall hematoma and abscess. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective composix e/x hernia patch. Addendum per additional information provided: on (B)(6) 2010 - patient was diagnosed with incisional hernia thereby underwent open repair with the implant of composix e/x mesh. Per operative notes, ¿multiple hernias were identified in the midline. There were all dissected to the fascia and one large defect was created. A piece of composix e/x mesh was placed and sutured to the fascia.¿ on (B)(6) 2010 - patient was diagnosed with abdominal wall hematoma and abscess thereby underwent evacuation of hematoma, incision and drainage of abscess. Per operative notes, ¿abscess cavity and hematoma were found to be extensive between the subcutaneous fat and the underlying mesh. The hematoma was completely evacuated and the abscess cavity was completely drained. The necrotic subcutaneous fat was debrided.¿ on (B)(6) 2010 - patient was diagnosed with infected mesh thereby underwent open repair with the removal of mesh. Per operative notes, ¿the scar was dissected off. Around the rim of the pocket, a piece of composix e/x mesh was not well adhered to the abdominal wall. Once entered into the abdominal cavity, the mesh was gradually detached from the fascial edge in conjunction with performing adhesiolysis around the edge of the mesh to free it from the underlying abdominal viscera. The extensive adhesiolysis was performed and the mesh was removed. A biological mesh was placed in retrorectus space and then tacked in place with sutures.¿ attorney alleges that the patient had abscess, infections, pain and emotional injuries. It was also alleged that the patient underwent removal of mesh and hematoma drainage.